Manufacturer narrative:
No product malfunction can be confirmed/determined. There is no information available to support that the 13952b ECG electrodes caused or contributed to the patient death. There is no information to support that a philips product caused or contributed to the patient's death. Additional information was requested via 2 separate e-mails; however, the customer has not responded.

Event description:
The customer reported two incidents wherein twin infants suffered "burns" at the application site of the 13952b ECG electrodes. The nicu manager stated in an e-mail response that she misunderstood the initial injuries as burns, and stated that they were not. The customer reported to philips on 22-jun-2015, that the patient expired suddenly. No further details were provided.